Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15484 it was reported the patient experiences auto-reducing. The sjm representative met with the patient and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to provide effective coverage. X-rays and a myelogram were taken, however the results are unknown.